Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, difficulty to remove and stent dislodgement appear to be related to circumstances of the procedure as interactions with the patient stiff, heavily tortuous, heavily calcified, 80% stenosed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a stiff, heavily tortuous, heavily calcified, 80% stenosed lesion in the proximal to distal left anterior descending (lad) coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). A 2.25 x 15 mm xience sierra rx stent delivery system (sds) was then advanced and was unable to reach the distal end of the lesion. During sds removal from the patient anatomy, the xience sierra stent got caught on heavy calcium and dislodged in the proximal to mid portion of the target lesion. An unspecified bdc was then advanced to the dislodged stent, and inflated to deploy the stent in the proximal to mid portion of the target lesion. Following additional pre-dilatation, attempts were made to treat the lesion with three different stents, but nothing would cross, so the procedure was aborted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.